Manufacturer narrative:
Date of event: unknown. Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ needle insulin syringe had foreign matter on the device cannula. The following information was provided by the initial reporter : foreign matter which looks like a chunk of adhesive was on the needle surface.

Event description:
It was reported that 1 bd ultra-fine¿ needle insulin syringe had foreign matter on the device cannula. The following information was provided by the initial reporter : foreign matter which looks like a chunk of adhesive was on the needle surface.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that fm is on the needle surface. The returned syringe was examined and exhibited an orange piece of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene. Unable to perform DHR check for foreign matter on needle due to unknown lot number. Root cause could not be determined.